Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) regulations button was broken. The programmer is expected to returned for service but the current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the epg regulation button was broken. It was noted that the sensitivity encoder was broken off the housing, and the sensitivity know was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.